Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted the previously placed mesh was associated with omental adhesions and scar tissue. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted upon entry to the abdomen, it was noted that he had dense bowel and omental adhesions stuck to the mesh. Approximately 1 foot to 18 inches of his bowel had to be removed due to adhesions and obstruction. He then removed the meshes. It was reported that the patient experienced chronic pain, scarring, anxiety, mental anguish and stress. The patient had had a previous mesh implanted on (B)(6) 2003 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/20/2022.

Manufacturer narrative:
Date sent to the FDA: 01/02/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.